Event description:
Upon turning the patient it was noted that the ventriculostomy set up was leaking csf distal to the red port on the setup (before the buretrol). Physician changed out device without problems. The company rep came to the hospital and removed all devices replacing the product with new lot #s. There will be an evaluation of the failed device and the company will send us the results of that investigation.